Event description:
Boston scientific received information that this right ventricular lead displayed a low, out of range shock impedance measurement. The local boston scientific field representative (fr) reported that the impedance for this lead was trending in the upper 40's to mid 50's. The patient was seen in clinic for follow up. All other diagnostic testing was normal and stable. Two manual shocking lead impedance tests were performed resulting in 51 ohm measurements. The local fr indicated that the patient will continue to be monitored. There was no further testing performed. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue. The device remains in service.

Manufacturer narrative:
--